Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump alarm history showed evidence of three call service alarms on (B)(6) 2014. An e-z prime sequence and 24 hour duration test were successfully completed with no call service alarms being duplicated. The pump cover was removed and there was no evidence of internal moisture or damage to the pc board or transceiver flex wire found. The initial complaint was verified in the history but could not be duplicated by product analysis during the investigation.